Manufacturer narrative:
(B)(4). Customer returned one 2-l PICC catheter for evaluation. Visual inspection of the catheter revealed the catheter to be cut short, also small holes can be seen just under the juncture hub. Microscopic examination confirmed the holes which appear consistent to when the catheter is stabled or sutured. The hole in the catheter body was located 14mm below the juncture hub. The overall length of the catheter body measured 18.11" which is not within specification of 20.687-20.938" per product drawing. The catheter body appeared to be trimmed short, most likely during the procedure. The returned catheter had both lumens flushed with water. When doing so, the catheter revealed a leak in the catheter body just below the juncture hub. The leak in the catheter body only occurred when flushing the distal hub (pink hub). The proximal side (white hub) functioned as expected. A device history record review was completed with no relevant findings. The IFU provided with this kit warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leak from the catheter body was confirmed through visual and functional evaluation of the returned sample. The catheter body was leaking from a small holes just below the juncture hub when injecting water through the distal lumen. The appearance of the holes was consistent with damage caused by contact with a sharp instrument (i.e. Stables or sutures). A DHR review was completed with no relevant findings. The catheter also failed dimensional inspection but it appeared the catheter had been cut short. Based on the condition of the returned sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: catheter was placed in left cephalic on (B)(6) 2019 . On (B)(6) 2019 leakage was noticed out of the site. Catheter was pulled and new catheter was put in right arm.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: catheter was placed in left cephalic on (B)(6) 2019. On (B)(6) 2019 leakage was noticed out of the site. Catheter was pulled and new catheter was put in right arm.